Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic was notified of an event on (B)(6) 2021. The customer¿s wife reported that her husband passed away last year due to a heart attack. The customer pass away on (B)(6) 2022. The caller reported that the cause of the customer¿s passing was a heart attack at home. The blood glucose at the time of the event was unknown. The caller stated that the customer had 2 valves in the heart and that may have contributed to his death. The insulin pump and sensor were worn at the time of the event. The caller lost everything after the passing of the customer due to a hurricane. The caller has no records of the insulin pump, reservoir, infusion set, and sensor.